Event description:
A power-on-reset (por) condition was reported on the pt's neurostimulator. Interrogation of the device by the company rep showed an error code message of 0200 (watchdog timeout error). Add'l info was requested.

Manufacturer narrative:
(B)(4).